Event description:
Philips received a complaint by the biomedical engineer (bme) on the v60, indicating that a 100a "data acquisition (da) printed circuit board assembly (pcba) analog to digital converter (adc) reference failed" error occurred. The device was in use on a patient at the time the reported issue was discovered; however, there was no harm to the patient or user. The device was removed from service, but there was not any reported adverse outcome to patient care or therapy.the biomedical engineer (bme) reported to the remote service engineer (rse) that a 100a "da pcba adc reference failed" error occurred, in which the adc reading from the measured 3.3 v supply is less than 2413 ¿ 290 counts or greater than 2869 + 165 counts for 6 consecutive samples, scheduled to be 10 ms apart. The rse advised the bme to reconnect the data acquisition (da) motor controller (mc) printed circuit board assembly (pcba) cable and retest. Per the service manual (version t), the rse recommended that the bme should:1. Verify 3.3v in diagnostics.2. Verify 2.5v ref on da pcba (see figure 6-1).3. Replace the da pcba to mc pcba cable.4. Replace the da pcba.5. Replace the power management (pm) pcba.6. Replace the central processing unit (cpu) pcba.the rse also advised the bme to replace the da-mc board cable and da pcba and then test the device for 8 hours. The investigation is ongoing.

Manufacturer narrative:
H10: the biomedical engineer (bme) replaced the data acquisition (da) printed circuit board assembly (pcba) and the da-motor controller (mc)cable to resolve the 100a "da pcba adc reference failed" error, but the issue remained. The repair is still pending.

Manufacturer narrative:
Multiple attempts have been made on 16may2024, 04jun2024, and 11jun2024 to try to obtain further information about this case regarding the repair, but no response was received. It is unknown what the outcome of the service event was, and it is unknown whether or not the device placed back in service. No further information could be obtained. This file is closed and can be reopened if new information becomes available.

Manufacturer narrative:
H10: multiple attempts have been made on (B)(6) 2024 to try to obtain further information about this case, but no response was received from the bme. It is unknown if the reported issue was confirmed, and the outcome of the reported issue could not be determined. No further information could be obtained. This file is closed and can be reopened if new information becomes available.